Event description:
Add'l info rec'd from MFR 10/27/04: model number and/or catalog number. Cannot be provided by the original reporter manufacturing lot and/or serial number. Same as #1 above. A medwatch report has not been submitted for this event. In conversation with the hospital reporter it was indicated that there are no records available on the device that was explanted and the reporter was not able to confirm that a device manufactured by stryker (howmedica) was involved in this event. Since there is no additional info and no confirmation that MFR's device was involved, a medwatch report will not be submitted for this event.

Event description:
Pt underwent removal of total knee implants due to infection of mrsa. Placed an antibiotic spacer. Course of 4-6 weeks of IV antibiotics.